Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Real-time instruction provided to the surgeon at the time of the event regarding proper navigation technique, issue resolved and surgery as successful. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a t10-pelvis posterior spinal fusion (psf) procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. Navigation seemed accurate the further away the surgeon worked from the frame. The medtronic representative explained that the chances of inaccuracies increase when working close to, or more than a foot away, from the frame. Further explained how starting further away from the frame and working toward the frame is best practice to keep navigation accurate. Noted was that when trying to put in an iliac bolt in the right iliac, it was close to an inch inaccurate laterally. Performed two more spins and placed another frame on t10 to get a better registration in the thoracic area. The surgeon successfully completed the procedure with the use of the navigation system. Delay in therapy approximately 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined as the behavior cannot be replicated. Based on the reported event, it is suspected that the frame to patient relationship changed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."